Manufacturer narrative:
Brake adjuster.

Event description:
It was reported by service report that the brakes were not holding at the foot end. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.